Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After successful grasp, sufficient reduction of mr, and correct leaflet insertion, the clip deployment process was started. Every step successful; however, before the gripper line was removed the mr reduction was checked again and during this view it was noted that the anterior mitral leaflet (aml) moved out of the clip and a single leaflet device attachment (slda) occurred. A second clip was deployed and the mr was reduced to 1, with no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no manufacturing non-conformities. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.